Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the device will not hold a charge. Failure to run on battery was confirmed. The reported issue of the device will not run on battery is confirmed. The sr8 abruptly shut off at 60% battery left. The root cause is due to a use-related internal failure within the lithium-ion battery. History review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number 3006260740-2019-02851).

Event description:
The device will not hold a charger. Failure to run on battery. (B)(6) 2021 evaluation found unit to shut down abruptly with 60% battery displayed.